Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, a test reservoir was installed and did not lock in place due to completely broken reservoir tube lip, missing reservoir tube o-ring and stained address/serial number label.

Event description:
The customer reported via phone call that the reservoir stuck in place and customer was not able to remove reservoir out of insulin pump. The customer's blood glucose value was 185 mg/dl. The insulin pump will be returned for analysis.